Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-03745. The pt received 2 scs leads with different numbers. It was reported when using system stimulation, the pt experiences a shocking sensation in addition to jolts through her entire body. The pt was advised to turn her scs system off and is scheduled to see the physician. F/u identified a sjm rep was able to resolve the issue with reprogramming.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.